Manufacturer narrative:
The pump was received with a blank display, problem isolated to the electronic assembly. Unable to verify failed battery test or battery failed alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.